Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, broken pump belt clip slot, missing end cap sticker and scratched reservoir tube window. Unable to verify alarms due to no button response.

Event description:
It was reported that the insulin pump alarmed multiple errors, including a button error. One of the alarms occurred after the insertion of a new battery into the insulin pump. The alarms could not be cleared due to unresponsive buttons. The customer stated that one of the buttons would sometimes get stuck. The customer's blood glucose was 106 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.